Event description:
Iliac artery on the contralateral side measured greater than 21 millimeters. Based upon the size and condition of the vessel it was feasible that a seal of the aneurysm might not be successfully obtained above the internal iliac artery. Decision was made to land the leg graft above the internal iliac artery in order to preserve patency of the internal iliac. After the deployment of the contralateral iliac leg graft, and a good seal in the vessel was not obtained, the decision was made to deploy an iliac leg graft within the lumen of the initial leg graft, and land the distal portion of the graft just proximal to the internal iliac artery. A seal of the vessel was then achieved. Post angiogram noted a resolve to the distal endoleak.